Manufacturer narrative:
D10 concomitant product: ls1037, ligasure atlas handswitch37cm, (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic right hemicolectomy, the device initially functioned properly. It would seal with evidence of energy delivery and end tone but there was no regrasp alert. The device would cut when the jaws would not open after about one hour and was unable to be used. Despite this, the power appeared to still be reaching the device, as it continued to make the usual sounds when the energy buttons were pressed. On day two after the operation, the patient had approximately 500ml of bleeding due to difficulty of adequately sealing of transected omentum and retroperitobal tissue that was self-limiting but resulted in a prolonged ileus. The patient¿s hospitalization was extended by three days, resulting in a total hospital stay of eight days, due to a delayed return of bowel function. The procedure was completed using clips and diathermy laparoscopically.